Manufacturer narrative:
Pump was received with cracked reservoir tube lip, missing reservoir tube retainer and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the pump has a crack on the upper right part of the reservoir compartment. The product was returned for analysis.